Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor would stay on the base and the needle hub would stay in serter after pulling away the serter. The customer also reported that the sensor would stay on the base and the needle was pulled away. The customer's blood glucose was unknown at the time of incident. The customer stated that the correct insertion steps were followed. The customer stated that the issue happened to few sensors. The sensor will be returned for analysis.